Event description:
It was reported approximately 105 months after the lead implantation, that oversensing in the ventricle channel was detected. The lead was capped.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is thus based on the analysis of the ICD itself. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. As a result of the damaged electronic module the device could not be interrogated properly. The root cause of the observed damage pattern indicates exposure of the device to an induced external high electrical current, which is present, for example, during an external cardioversion. The manufacturing processes for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes which might be related to the observed damage symptoms. Particularly the final acceptance tests proved the devices functions to be as specified. There was no indication of a material or manufacturing problem.